Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the part of the instrument that was damaged was where the jaws connect to each other at the head of the instrument. One side was disconnected and out of place. No pieces were missing, but the jaws were not connected properly, and one side was loose. The instrument was inspected prior to use and the error was identified before the procedure started and the instrument was not used. No fragment was broken off or completely detached from a portion of the device that enters the patient. No fragment fell inside the patient's anatomy. Failure analysis (fa) has completed their investigation on the prograsp forceps instrument. Fa was able to reproduce/confirm the customer reported complaint. The instrument was found to have a bent grip, causing vertical misalignment of the grips. There was a portion of the grip tips that extended further than manufactured. Bent grips are attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard issue/objects or collisions with other instruments. The instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.026¿ offset at the tips. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. Additional observations not reported by site. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. This could be caused by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The instrument was found to have dried residue on the clamping pulleys. This can be caused by improper cleaning/reprocessing techniques, such as insufficient flushing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that one side of the jaw of the 8mm prograsp forceps was dislocated/disconnected from the body of the instrument tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. However, the analysis is not yet completed. A follow up MDR will be submitted with analysis findings. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.